Event description:
It was reported to arthrocare on (B)(4) 2013 by the competent authority in the (B)(6) that an number 1032912 had occurred. The user facility did not initially report any issues with the particular wand to arthrocare, however, arthrocare was able to obtain the specific wand for eval. Upon the user facility reporting the incident to the competent authority, it was alleged that a piece of plastic from the wand detached while in the surgical site. Multiple attempts were made to confirm whether or not the detached fragment was retrieved and to obtain specific event details, but all attempts were unsuccessful. No further pt complications were reported as a result of this event.